Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. The customer stated that the flow valve had dried up debris inside it which was restricting flows. The customer thoroughly cleaned the flow valve and reset vhome. The device passed all testing. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported low volumes while using the lap top ventilator 900. At this time, no further information has been provided by the customer regarding patient involvement or whether or not the reported issue affected the devices delivery or patient monitoring parameters.

Manufacturer narrative:
Results of investigation: a vyaire third party service technician was able to verify the customer's reported issue. Visual inspection revealed debris in the flow valve. The service technician cleaned the flow valve and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.